Manufacturer narrative:
The reported event was ¿the lead could not be fixed¿. As received, a complete lead was returned in one piece with the helix extended and covered with blood / tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead could not be fixed on the right atrium. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.